Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the generator failed incoming vxi testing due to intermittent operation. It was further determined that the lower case was broken, the heartwire block, bail covers, ring cover, heart wire contacts and battery drawer were contaminated and the battery contacts were compressed. (B)(4).